Manufacturer narrative:
Initial and final MDR 1880647 - MDR 3003442380-2024-06702 - device 1 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced similar adhesive events with eight infusion set which fell off during use. The set was used for 1-2 days for all events. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.